Manufacturer narrative:
This report is being filed to correct the additional MFR narrative, describe event or problem, adverse event/product problem and device code. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Also, it was noted that there was a lead malfunction. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. There were no additional adverse patient effects reported. The lead was explanted.